Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument was broken and had issue with insulation, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base on the outside edge of the grip. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. Additional observation(s) not reported by site were identified as follows: the fenestrated bipolar forceps instrument grip input disk bearings exhibited orange discoloration. Common causes of the failure mode corroded instrument bearings are typically attributed to mishandling/misuse. For example this could by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The complaint regarding insulation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number 471205-17/lot number k11220620 0352) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 5 uses remaining after the last procedural use. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was broken and had issue with insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.